Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was dirty. The issue was identified at the time of reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2,h3,h4,h6,h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified, based on the results of the investigation, since reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.